Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3, b5, g2 (company representative should be unmarked). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of biopsy channel loose was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to physical stress by handling, chemical stress from used chemical agent, or the like. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during post reprocessing that was completed using same set of device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope biopsy channel was loose. The issue occurred during maintenance. There were no reports of patient harm.